Event description:
Per the clinic, the patient experienced skin irritation and pain at abutment site. Subsequently, the patient underwent revision surgery back in 2011 (specific date not reported) to address this issue; however, the issue could not be resolved.

Event description:
Correction: the date of revision surgery is (B)(6) 2016, not 2011 as previously reported in intial MDR [6000034-2026-01440] submitted on april 16, 2026